Event description:
It was reported that the implantable cardiac monitor (icm) exhibited electromagnetic interference (emi) oversensing resulting in false tachycardia episodes. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.